Event description:
During the procedure, air bubbles are showing in the main lumen of the manifold. End user feels that air is entering the manifold through the manifold/syringe connection. There has been no pt injury and no samples are available for exam.

Manufacturer narrative:
The returned device did not leak when subjected to air and water leak testing. As the reported event could not be duplicated when the device was used properly, the exact cause of the event could not be determined. It is possible the end user allowed an insufficient level of contrast media to remain in the device chamber. The info contained herein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of schneider/namic that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.